Manufacturer narrative:
Product event summary: the 2ach20 with an unknown lot number was returned and analyzed. Visual inspection of the loop segment area showed that the loop was kinked/twisted near the electrodes two and three. The user may experience insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. No further performance testing could be performed due to this anomaly. In conclusion, the mapping catheter failed the returned product inspection due to a kink on the tip/loop of the pebax tubing. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.